Manufacturer narrative:
The report of pump stoppage and low flows was confirmed based upon the submitted system controller log file. The submitted log file contained approximately 7 days of data, ranging from (B)(6) 2017 at 22:30 to (B)(6) 2017 at 23:30, and captured numerous low speed, low flow, and pump stop events beginning on (B)(6) 2017 at 5:47, which occurred for extended periods of time for the remainder of the log file. The log file also recorded numerous driveline and power cable disconnects, as well as 3 no external power events. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. The returned system controller was functionally tested and found to operate as intended during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the primary system controller back up battery was changed at a regularly scheduled appointment on (B)(6)2017. On (B)(6) 2017 the patient reported a "connect driveline¿ alarm. Interrogation of the system controller screen by the patient revealed low flow alarms. It was reported that the patient observed low flow and "connect driveline" alarms again on (B)(6) 2017. The patient exchanged system controller without issues. It was reported that interrogation of system controller history revealed low speed advisory, pump off and multiple alarms for "driveline disconnect". The patient was asymptomatic. It was reported that the alarms resolved after the system controller was exchanged.